Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer called to report that the drive support cap is loose and is sticking out of the insulin pump. Customer's blood glucose levels were not included in the report. Nothing further was reported.